Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the cartridge was cracked. The customer was able to load a new cartridge. The customer's blood glucose level was 160 mg/dl and the customer indicated that a bolus via the pump would be delivered.